Event description:
It was reported that the patient was doing a trial for spinal cord stimulation (scs). The patient rolled over on the couch and pulled the cord out of the external neurostimulator (ens) box, not out of her body. At the time of the call the issue was fixed. The lead was put back in the ¿white box¿ (multi-lead trailing cable) and the patient¿s therapy resumed. There were no other issues during the trial. The trial was over and the patient was waiting for the insurance approval to get the permanent implant.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).